Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the touchscreen did not work and the system shut down on its own. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported touchscreen issue was confirmed. The touchscreen was recalibrated to resolve that issue. A printed circuit board (pcb) was also replaced to resolve the ¿shut down issue¿. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 5, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the touchscreen not working can be attributed to the touchscreen being out of calibration. The root cause of the reported ¿shut down¿ of the system can be attributed to a nonconforming pcb. The manufacturer internal reference number is: (B)(4).